Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated. It is believed that the battery is past end of life. The patient will be scheduled for a generator change. The patient was asymptomatic.